Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt stopped being able to hear one month ago. She had also had intermittent problems with access to sound with the implant beforehand. Last wednesday the audio processor was checked and it was working well, a new ap was also tried, but with no response.